Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 227 mg/dl (guide link meter I) and 100 mg/dl (guide link meter ii). The same test strip lot number was used for both tests and meters. The user stated that following the high test result of the first measurement (meter I) he injected more insulin which caused temporary hypoglycemia.